Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported unintended movement (sleeve steering issues), positioning failure, failure to advance, or poor imaging. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported sleeve steering issues, positioning failure, and failure to advance appear to be related to challenging patient anatomy. The reported poor imaging appears to be related to procedural conditions. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3 tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a steerable guide catheter was steered into the right atrium and proceeded with clip delivery system (cds), steered down to the valve. It was observed that the device seemed to abnormal trajectories and suspected that the device may have been miskeyed. It was identified that clip was interacted with eustachian valve. It was able to be freed from the eustachian valve. It was decided to remove the cds and ensure it was keyed correctly. Same cds was steered down again just above the valve. It was identified that there was complex network in the right atrium and a prominent eustachian valve. It was decided to remove the clip and discontinue the procedure as there was chances of interaction. Imaging was difficult. All steps were performed as per IFU. The final tr was grade 3. There were no adverse patient effects or clinically significant delays reported.